Event description:
It was reported that pump battery would not charge even when connected to working wall outlet with original and alternate charging equipment, and pump eventually shut down and could not be turned back on after repeated charging attempts. There was no adverse impact to the customer¿s blood glucose level. Customer switched to daily injections for insulin, and Technical Support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone XR / Unknown / iOS_18.6.2.